Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Without having the product to examine, a conclusive cause for the reported premature deployment could not be determined. All sheathed stents are visually inspected during manufacturing for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are visually inspected for damage/kinks.

Event description:
It was reported that during a procedure the absolute stent prematurely deployed. It is not known if the device was used in the anatomy. Though requested, no additional information was provided.